Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-nov-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the station had rebooted during a case. A technical support specialist tss review the logs and found that the device had shut down due to an unexpected operating system os triggered restart. The logs showed a kernel power event indicating a hardware or power related issue, not a user-initiated action. Fse advised the customer to check the power supply and continue monitoring the station. The customer reported no current issues. The system functioned as intended after the technical support specialist investigated the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, the station rebooted during a case that morning. The customer rebooted the stations once a month for updates. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.